Event description:
(B)(4). It was reported that post a stenting treatment procedure, the patient experienced a stroke. The anatomy location and characteristics of the target lesion are unknown. The patient received seven promus drug eluting stents and one 3.00x20mm taxus express 2 stent in an unknown anatomy location. At 369 days post index procedure the patient experienced lacunar infarcts of the right cerebral hemisphere. An exam and an MRI were performed to confirm the stroke. No deficits were observed and a neurological consultation was not performed. Additional information has been requested and is not available.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).